Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the first navigated imaging system spin, the surgeon was not happy with the accuracy of the navigation (unsure about the details). The site then took another navigated spin of the patient. Although the surgeon acknowledged that the scan improved the accuracy, he still felt the navigation was inaccurate (<(><<)>2mm).the surgeon also indicated that the tap and driver were more accurate than the passive planar probe during surgery. It was noted that rad/gain calibrations were performed on the imaging system before surgery. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was performed. Analysis determined that the software was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure type was a cervical/thoracic posterior fusion with navigation being used on the thoracic region.

Manufacturer narrative:
H3, h6: the system was serviced in the field and no fault was found. The complaint could not be duplicated. Applicable codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.